Manufacturer narrative:
The solenoid was evaluated by the manufacturer. The solenoid passed all testing; the reported condition could not be duplicated.

Event description:
The service report shows the customer reported positive end expiratory pressure fluctuating between 0 and 4 cm h2o. The nellcor puritan-bennett customer support engineer verified the pressure fluctuation and replaced the autozero solenoids (sol6 and sol 8) to correct the deficiency. The engineer reported the unit passed extended self testing following replacement of the components. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.